Event description:
It was reported that during a sleeve gastrectomy for cancer procedure, the staples of one of the firings were described as completely unzipped. The doctor was requested to oversew the area where staples did not form. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code for the device involved in the complaint? What was the lot or batch number for the device? Was there any patient consequence? If yes, please describe. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Manufacturer narrative:
(B)(4). Additional information: "the surgeon did not suspect the event resulted from a product fault. The surgeon was reported to believe that the hole/tear was created due to excessive traction on the conduit following the execution of the staple line."